Manufacturer narrative:
The investigation determined that a higher than expected vitros ipth value was obtained from a non-ocd biorad level 3 quality control fluid using vitros ipth reagent on a vitros 5600 integrated system. Root cause for the event could not be determined; however, the possibility that an unexpected vitros ipth reagent performance or an unexpected performance with the control material itself, or its inappropriate handling, had contributed to the result could not be ruled out entirely.

Event description:
The customer complained that a higher than expected vitros ipth value was obtained from a non-ocd biorad level 3 quality control fluid using vitros ipth reagent on a vitros 5600 integrated system. Biorad l3 result: 815.8 pg/ml vs. Expected value of 627 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer made no allegation that patient sample results were affected, and there was no report of patient harm. However, the investigation cannot conclude that patient sample results were not affected, or would not be affected if the event were to recur undetected. (B)(4).